Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. Fse evaluated the unit and confirmed the reported issue. Fse ran calibration on the touchscreen and it was not successful. Touchscreen bottom right corner will not pass the calibration. Fse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had a screen fault. The manufacturer's field service engineer (fse) reported there was no patient involvement.